Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. It was reported that the device was "removed and reshaped" on the specified date of explant. However, follow up is being conducted to determine if the device was actually explanted or reinserted on this date.

Event description:
Healthcare professional reported rupture on an unknown side. The device was "removed and reshaped."